Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/29/2016 with the following findings: during investigation, the pump had scratches on the display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged a damaged display issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.